Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat a thoracoabdominal aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component device, a gore® excluder® iliac branch endoprosthesis, gore® excluder® aaa endoprosthesis devices and three gore® viabahn® vbx balloon expandable endoprosthesis devices. There were no procedural complications. On (B)(6) 2025, it was reported the patient had a spinal cord ischemia related to the procedure. Reportedly, the cause of the spinal cord ischemia was respiratory failure followed by hypotension from respiratory failure. On (B)(6) 2025, a spinal drain was placed. Additionally, it was reported the left internal iliac artery occlusion, and the internal iliac artery stent 6x19mm omnilink was implanted to provide more perfusion to the spinal cord collaterals. According to the information provided, the internal iliac on the left was already severely (>90%) stenotic preoperatively. Likely the hypotension resulted in occlusion of the ostium. It was reported that the gore devices were not contributed to the vessel occlusion. The event was noted to be resolved as of (B)(6) 2025. The spinal ischemia was resolved by spinal drain placement. Unclear how much the left internal iliac revascularization helped as the patient was already improving after drain placement, however, the physician went ahead and did the stent anyway just in case. The patient tolerated the procedure with complete resolution of neuro symptoms.

Manufacturer narrative:
B5: event description was updated. B6: was updated for the additional information received. H6. Code c19: a review of the manufacturing records of the device indicated the lot met all the pre-release specifications. The device remains implanted and is not available for analysis. Please note that the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component device (ataa43720160a/ (B)(6)) was reported separately and covered by the report # 3007284313-2025-04192.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat a thoracoabdominal aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component device, a gore® excluder® iliac branch endoprosthesis, gore® excluder® aaa endoprosthesis devices and three gore® viabahn® vbx balloon expandable endoprosthesis devices. There were no procedural complications. On (B)(6) 2025, it was reported the patient had a spinal cord ischemia related to the procedure. On (B)(6) 2025, a spinal drain was placed. Additionally, it was reported the left internal iliac artery occlusion and the internal iliac artery stent (unknown) was implanted. The event was noted to be resolved as of july 7, 2025. The patient tolerated the procedure.

Manufacturer narrative:
H6. Code c19: a review of the manufacturing records of the device indicated the lot met all the pre-release specifications. The device remains implanted and is not available for analysis. The cause of the internal iliac artery occlusion is unknown. Further information was requested. Please note that the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component device (ataa43720160a/ 28510214) was reported separately and covered by the report # 3007284313-2025-04192. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.